Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the caller assistance and offered repair options. The customer declined physio's repair offer with an intent to look into purchasing a replacement defibrillator. The device was not returned to physio-control for further investigation/analysis. Therefore, a conclusive cause of the reported problem could not be determined.